Event description:
Purchased this alarm brand new from (B)(6). It arrived in new/boxed condition and started use on my (B)(6) boy. Watched how to use videos and read the user manual. The alarm has a problem wherein it starts getting hot as soon as batteries are inserted. The alarm will not stop getting hot. At first, I thought that it perhaps was normal as the alarm unit kept warming up and put it on my boy. But an hour later, the alarm heated up like a furnace and he pulled it off. Unfortunately for us, he was burnt in the neck where the alarm was connected. The two aaa batteries that are in the alarm also leaked out and burnt him.